Manufacturer narrative:
(B)(4)

Event description:
It was reported that inappropriate antitachycardia pacing (atp) was delivery for a supraventricular tachycardia (svt). Review of session records noted that since all the p-waves were blanked the episode was detected in the v>a rate branch. Thus no svt discrimination was applied and atp therapy was delivered. Patient had slight breathlessness during the episodes. Programming changes were made and there were no more issues.